Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
An automated peritoneal dialysis (apd) patient experienced peritonitis. The cause of the peritonitis was unknown. The patient was hospitalized for one week for the peritonitis event. At the time of this report, the patient remained hospitalized, however, was to be discharged that day. On unreported dates, the patient was treated for the peritonitis with unknown antibiotics (intraperitoneally, doses and frequencies were not reported) and the patient will begin treatment for the peritonitis with cipro (ciprofloxacin) (orally, dose and frequency was not reported). At the time of this report, the patient was recovering from the event. On an unreported date, the patient's peritoneal dialysis catheter was removed and on an unspecified future date, the patient will be trained on home hemodialysis therapy. No additional information is available.